Manufacturer narrative:
Qn#(B)(4). Quantity of 274 devices were found during incoming inspection. The device sample has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that on (B)(6)2022,the package was found broken during inspection. It involved 274 pieces. All of the packages have the same type of hole. All devices have a sterility breach. All of the defects were found during the same inspection at the same time. The outer box was not damaged.

Event description:
It was reported that on 14 nov 2022,the package was found broken during inspection. It involved 274 pieces. All of the packages have the same type of hole. All devices have a sterility breach. All of the defects were found during the same inspection at the same time. The outer box was not damaged.

Manufacturer narrative:
(B)(4). The customer provided one photograph for analysis. The complaint of broken package - sterility compromised was able to be confirmed by the photograph. The customer returned one unit of 528235 visistat 35w 6/box for investigation. The individual returned unit was an unopened sample in its original packaging. The packaging of the returned unit was observed to be damaged, with a hole/crack near the tip of the device where the staples are ejected. The sterile barrier of the returned sample is compromised due to the packaging damage. A CAPA was opened to further investigate this issue. A dimensional or functional inspection was not required as a part of this complaint investigation. The device history review for the product visistat 35w 6/box lot# 73c2200774 investigation did not show issues related to the complaint. The reported complaint of broken package - sterility compromised was confirmed based upon the sample received. Teleflex will continue to monitor and trend on complaints of this nature.